Event description:
Exhaust hose ruptured during spinal procedure. Motor was set down on table in sterile field and then hose ruptured. Pressure at wall was reported to be set to 120 psi. Another motor was used to complete the procedure. There was no patient impact.